Event description:
A peritoneal dialysis (pd) pt reported discovering a fluid leak following her treatment. When she removed the cassette and tubing it was leaking fluid. She also reported that the treatment had longer than usual drain times. She was advised to discontinue using the cycler and to contact her pd nurse. She did not retain a sample. During f/u, the pt reported that her effluent was clear. There were no signs of infection and no prophylactic antibiotics were used. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.